Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was possibly over delivering insulin. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the lows. Auto mode was active and delivering insulin at the time of the incidents. The customer was at 280 mg/dl at the time of the call. The customer stated their blood glucose and active insulin keeps increasing without their input. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak. (Did not continue dripping insulin after test).